Manufacturer narrative:
Service troubleshot with biomed who reported that the system would not fluoro. Service found the collimator had an error, and had biomed turn the override key on the collimator which cleared the error, but system still would not fluoro. Field service engineer (fse) went on site, where he confirmed the problem with the collimator, replaced the collimator and tested unit for proper operation per service checklist (B)(4). No further problems noted and the system was returned to the customer for service.

Event description:
Customer reports the system fluoro failed during an unknown procedure. Staff was able to complete the procedure with the endoscope and no fluoro. No reported injury.